Manufacturer narrative:
The customer¿s report of a leak was confirmed; however not from a hole in the tubing as reported. Visual inspection noted the female luer component to be cracked along one side. No tool markings were observed around the luer. Functional testing confirmed leaking from the damaged luer. The probable cause of the cracked female luer was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer stated that during an hourly check, lipids were found to be leaking through a hole in the end of the infusion set. There was no patient harm.